Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/13/2021 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested, and the following was obtained: * what is the procedure date? (B)(6), 2021. * how many minutes was the surgery delayed? The operation was delayed by no more than 5 minutes . * did the patient suffer from any consequence due to the surgery delayed? No consequences. * is there any photo available for visual analysis? No photos.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if there were any adverse patient consequences due to this suture pull-off? If yes, please explain in detail. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown vulva surgery on (B)(6) 2021 and suture was used. During the procedure, the suture pulled off of the suture when knotting for an embedded suture in the vulva. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.